Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files from the patient's new controller, (B)(6) , confirmed events consistent with a controller exchange. The reported event of a driveline disconnect event on the original system controller was unable to be confirmed, as no log files associated with the patient's original controller were submitted for review. The submitted controller event log file showed the driveline connected to (B)(6) from 19nov2025 ¿ 20nov2025 with the pump operating as intended. Events captured prior to this timeframe were consistent with events captured while the controller was in charging mode (consistent with this being the patient's backup controller). The submitted left ventricular assist device (lvad) event log file captured a pump reset on 19nov2025, appearing consistent with the reconnection of the driveline following a controller exchange. The lvad log files captured the pump operating as intended prior to and following the pump reset, indicating that it had been connected to another controller prior to the events captured in the submitted controller event log file associated with (B)(6) . No other notable events were captured. The exchanged system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the controller exchange and reported driveline disconnect event could not be conclusively determined through this analysis. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms and explain how to troubleshoot the system controller. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows and driveline disconnect. The event log file showed that the patient was placed on the system controller on (B)(6) 2025 at 1827. All of the alarms prior to this time could be disregarded as the pump was not connected to the controller. The remainder of the log file was unremarkable after the patient was placed on the controller.